Manufacturer narrative:
The device was not available for retrieval, therefore no lot number was provided. This report was considered reportable as hole in diaphram is medically significant with the potential for pregnancy (medical injury).

Event description:
This spontaneous report was received from the mother of a patient, reporting on her daughter, and concerns a female patient of unspecified age from the united states with local case ID (B)(6). The patient's height, weight, medical history, and concomitant medication were not provided. On an unspecified date, the patient was treated with all-flex arcing spring diaphragm (silicone) (hdw - contraceptive diaphragm and accessories), one diaphragm as needed/intravaginal for birth control. No date of therapy, lot number or expiration date was provided. Concomitant medications were not reported. The mother reported that one of her daughter's all-flex arcing spring diaphragm (silicone) had a tear in it (device malfunction). It was not specified if the tear was identified before or after patient diaphragm usage. No additional information was provided. The patient outcome was not known tear in diaphragm. This report was serious (medically significant) and reportable (device malfunction). This case, from the same reporter is linked to (B)(4).